Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type: recharger. Product ID 97745, serial# (B)(6). Product type: programmer patient. Product ID 97755, serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding an external device. The reason for call was patient stated they received a new controller and a new recharger telemetry module (rtm). Pt states the second rtm doesn't connect either and both rtm's are messed up. Patient said the second rtm won't give a good connection and immediately tells them it will not connect. Patient service specialist asked what the message was and patient said it was the same message they get when trying to charge. Patient also mentioned the rtm was burning them, so they tried the other cord and it stopped working. An email was sent to the repair department to replace the device.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for product analysis. Analysis of the device found a recharger telemetry module (rtm) failure; no device found message. The device was scrapped. H3: product ID 97755, serial# nlf117253n was returned for product analysis. Analysis of the device found a recharger telemetry module (rtm) failure; no device found message. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported what led to the recharger heating was that they had been charging for a short time, they kept losing the charge and when they reached back they felt the burn. After getting new external devices the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: event date is date valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was last night patient was charging the implant (ins) and after maybe a minute pt thought something was poking them. Pt moved and realized the cord by the paddle got very hot and started to burn them. They took it off and could still feel the burn. Patient did not think it left any scars or burn marks. Pt has 2 inss and 2 sets of equipment. Pt used their other recharger and it was not working. Pt tried over 3 hours to get the other recharger to connect and it would not connect to neither of their ins'. Patient services (pss) had patient use the other rtm on the same implant (right side) and it said no device found. Patient pressed recharge and got system problem rm03. Patient saw no damage on the other recharger but noted the cord by the paddle was much lighter gray than the rest of the cord. Had pt check the controller. Pt checked both controllers' ports and mentioned the controller for the right arm looked different from the one pt used for the left leg, the right one had first 4 pins in the port where pt did not see the copper. Asked if this was the controller that showed rm03. P t said no, it was the other one. An email was sent to repair to replace the recharger and controller. Pt mentioned last night they did not get any sleep.